Manufacturer narrative:
Initial reporter phone #: unknown a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tube had low draw with a bd vacutainer® lh 68 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea tube has low draw issue.

Manufacturer narrative:
H.6 investigation summary :bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for under fill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to under fill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the tube had low draw with a bd vacutainer® lh 68 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea tube has low draw issue.